Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the air/water channel clogged. The event occurred during a diagnostic colonoscopy procedure and was completed using an olympus back-up device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint is cause not established: the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.